Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 fails to open. The field service engineer found the magnet was missing from the latch. Replaced the inseperable latch to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the main drawer 5 failed to stay close. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.